Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified. No data regarding product identify was received i.e. No lot or serial number were indicated; therefore, the device history record (DHR) could not be reviewed. The root cause cannot be determined because not enough info was provided by the reporter. (B)(4).

Event description:
A surgeon reported he has had issues with this shunt model ever since he starting using it. He switched shunt models because the one he used to use is no longer available. He reported that he has noticed minimal flow through the flap after the shunt is placed, as well as "much higher" postoperative iops (intraocular pressures) than with the previous model. He added that this happens in spite of him using fewer nylon sutures to close the flap. The surgeon did not provided pt identifiers or a specific number of cases.